Manufacturer narrative:
Initial and final MDR 1958600- MDR 3003442380-2024-23990- device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula kinked event on 31-jul-2024. The patient noticed symptoms within three hours after insertion. Insertion site was thigh. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 414 mg/dl at the time of events therefore, the patient was treated with correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.